Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient on impella cp support had a ventricular tachycardia (vt) episode. Lidocaine drops were initiated. Impella flow increased to p6 during the event and no further vt was noted per then nurse. The patient was appropriately weaned down on the impella device without issues. The patient survived the explant.